Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead¿s conductor got damaged. This lv lead was surgically abandoned and was replaced with a new lead during battery change out. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.